Event description:
It was reported that the set was bent in at least four places and preventing the infusion from being carried out correctly. The infusion had to be repeated several times on the pediatric patient by their mother. Per the mother, the child did not receive one fourth their nutrition, even though the pump displayed the correct passage volume. The mother also noted that the pump alarmed with an occlusion message at night. No patient injury or further complications were reported in relation to this event.